Manufacturer narrative:
Additional information to the initial MDR in blocks a1, a2, a3. A4, a5 and a6.

Event description:
It was reported that there was a suspected infection at the patients deep brain stimulation (dbs) implant site during a follow up visit. The physicians assessment confirmed that no infection was present during examination however the patient underwent a procedure where the dbs lead extension incision was reopened and cleaned out before re-suturing incision per the physicians preference. It is unknown which lead extension site was addressed. The patient did well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. Serial: (B)(6) batch: 7099597. Product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7098124. Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7114861.

Event description:
It was reported that there was a suspected infection at the patients deep brain stimulation (dbs) implant site during a follow up visit. The physicians assessment confirmed that no infection was present during examination however the patient underwent a procedure where the dbs lead extension incision was reopened and cleaned out before re-suturing incision per the physicians preference. It is unknown which lead extension site was addressed. The patient did well post-operatively.